Event description:
A nurse reported that the cassette was leaking and it coagulated during a procedure. Following a delay of a few minutes, the cassette was changed and the procedure was able to be completed with no pt harm.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).